Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of fainting and hypoglycemia. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/01/2017, that on (B)(6) 2017, the patient experienced no alerts on the receiver, in addition to an adverse event that occurred. It was stated that the patient did not receive any alerts on his receiver and fainted into a hypoglycemic event. Ambulance was called and emergency physician measured the patient's blood glucose at 38mg/dl after his arrival. After patient was awake and responsive he was given glucose injections. At time of contact the patient's condition was awake, responsive and everything was ok. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver would not boot up; therefore the receiver case was opened to download data log directly from the ui pcba board. The reported event of no alerts was confirmed during log review. A root cause could not be determined.